Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-04471. It was reported that the patient had an alarm on (B)(6) 2021. It was thought to be related to power. The patient underwent controller exchange and had a battery clip replacement. The alarm resolved but he developed a driveline fault. Log file analysis captured the same driveline phase was the cause of the driveline fault events. A number of advisory and hazard battery issues were noted which appeared to be due to the controllers white lead which resolved post controller exchange. Internal x-rays were unremarkable but the external x-rays showed a few areas of wear and tear. The patients entire external portion of the driveline was replaced on (B)(6) 2021. The driveline alarm was resolved after the driveline repair. Log file analysis showed that the driveline fault alarm did not return and the driveline data returned to normal. 25 power lead disconnects were performed as requested. Updated log files showed that the driveline data is normal. The patients was scheduled to have be discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed wire damage that would have caused the driveline faults captured in the submitted log files. External, superficial damage of the driveline jacket was also noted; however, a specific cause for this finding could not be conclusively determined. The submitted x-rays showed areas of potential breakdown of the metal braided shield on the external portion of the driveline. The internal portion of the driveline appeared unremarkable. A potential bend in the driveline near the driveline exit site was also observed. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log files were reviewed and contained data from (B)(6) 2021 through . A silenced driveline fault alarm was captured throughout the log files that appeared to be associated with an issue with the green wire of the driveline. Of note, the driveline fault alarm did not reoccur after the driveline repair on 30jul2021. Approximately 21.75¿ of the distal end of the driveline was returned. The controller connector was unremarkable. Tape surrounded the silicone jacket along approximately 7.5¿ to 17.5¿ from the controller connector. An electrical continuity test of the returned driveline was conducted, which found discontinuity of the green wire. All other wires were found to be electrically intact. Upon removal of the rescue tape, intermittent tears were noted along approximately 9.25¿ to 16.75¿ from the controller connector. Moderate to severe breakdown of the metal braided shield was noted along the terminus of the controller connector bend relief through the remainder of the proximal driveline. Examination of the underlying wires found complete separation of the green wire at approximately 17.75¿ from the controller connector. Although a specific cause could not conclusively be determined, the green wire discontinuity appeared consistent with fatigue due to repetitive flexing over time. There was no evidence of any other breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for hi-pot testing. No additional areas of current leakage through the insulation of the driveline¿s wires were identified. Separation of the green wire¿s conductors would have activated the driveline faults captured in the submitted log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time.